Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and moisture damage on electronics assembly.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump which is marketed in the u.s. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer accidently went into the pool with the insulin pump on. Customer also received a button error alarm and mentioned that she once over delivered insulin and had to eat carbs to bring her blood glucose readings to normal. Customer's blood glucose reading at the time of the call was 6.5 mmol/l. No further information reported.